Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. It was noted that the rapid depletion was due to high output settings for both right ventricular (rv) and left ventricular (lv) capture. The device was explanted and replaced. The rv lead was capped and replaced prophylactically. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645, implantable pacing lead, (B)(6) 2007; 419488, implantable pacing lead, (B)(6) 2007. (B)(4).